Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device, arctic front advance catheter (B)(4) with lot number 24313-76, and data files were returned and analyzed. Data files confirmed a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection ((B)(4)) for the date of the procedure. Visual inspection of the catheter demonstrated blood inside the balloons. Verification of the smart chip file indicated the catheter was used for ten injections. Dissection and pressure testing showed a guide wire lumen twist and breach at 1.39 inches proximal from the tip. In conclusion, the reported issue of (B)(4) was confirmed through testing and data analysis. The catheter failed the returned product inspection due to a guide wire lumen twist and breach. (B)(4).

Event description:
It was reported that during a cryo ablation procedure a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced and the procedure was completed with cryo. The catheter subsequently tested out of specification upon manufacturer's analysis. No patient complications have been reported as a result of this event.